Event description:
Igrx: ibc from hhn nurse ¿ (B)(6) who called to report that pump was malfunctioning. She reported that about over 1 hour into the infusion process, the pump shows message indicating ¿battery dead¿ and then turns off without warning. Nurse was able to complete the infusion today but she mentioned that she doesn¿t feel comfortable using the same pump any longer. Hence call was transferred to (B)(6) to schedule pump replacement. No adverse event due to pump malfunction; replacement pump scheduled as stated above. Dose or amount: 70gm, frequency: q3 wks, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: g61.81.